Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an alarm for high pressure. Functional tests included pressure switch testing. The pressure switch test was found to be activated properly within the pump's manufacturer specifications. Visual inspection of the pump found it had fluid ingression. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that received this ambulatory infusion pump exhibited pressure below manufacturing specification. It was not noted if this occurred during infusion. No adverse patient effects were reported.